Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed, 3mm target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. While attempting to cross the lesion with the 38mm x 3.0mm taxus liberte long mr stent delivery system (sds), resistance was encountered and it did not cross. It was noted that the stent became damaged and the device was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.